Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged force sensing resistor (fsr)/tube misloading sensor.¿ no additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. (B)(4). The root cause of the damaged right force sensing resistor (fsr)/tube misloading sensor is unknown. To correct the condition, the fsr/tube misloading sensor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.